Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the 14fr esheath+ was observed with an issue when the valve exited the esheath+. There was no issue with the valve and it was successfully implanted. Imagery was provided for evaluation. A review of the imagery revealed the distal tip of the esheath+ was torn.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, health effect - impact code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Imagery was provided for evaluation. A review of the imagery revealed the distal tip of the esheath+ was torn. The high-density polyethylene (hdpe) material was noted to be stretched at the axial and horizontal score lines at the distal tip. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was expanded as designed. The distal tip was opened but torn along the axial and horizontal score lines. The esheath+ hdpe was stretched at the distal tip along the score line. All score lines were present at the distal tip. There were scratches observed along the sheath shaft hdpe. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. In this case, the esheath+ distal tip tear was confirmed based on evaluation of the returned device and provided imagery. The available information suggests that procedural factors (variability in tip expansion) and patient factors (calcification) likely contributed to the event as per evaluation of the returned device and provided imagery, the distal tip was not expanded by the score lines and there were scratches along the hdpe. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. This reported event is characteristic of tip expansion variability, which may potentially result in interference between the valve and sheath tip. Additionally, calcification can promote non-coaxial trajectories during system advancement, leading to interference between the sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at the distal sheath shaft, increasing resistance during system advancement and tearing the tip. It was also reported that there was some resistance during insertion of the delivery system with valve through the esheath+. This event was confirmed based on the evaluation of the returned device and provided imagery. The available information suggests that procedural factors (high push force) likely contributed to the event as it was reported during the procedure that there was an issue observed with the 14fr esheath+ when the valve exited the esheath+. Subsequently, it was indicated there was some resistance during the insertion of the delivery system. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.